Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device:right side essure noted to have perforated uterus"), device expulsion ("migration of essure device location of device:right side essure noted to have perforated uterus"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mircette on (B)(6) 2010. Concomitant products included norlestrin fe (loestrin fe) from april 2011 to september 2014 for pain menstrual, heavy periods, nausea and headache as well as ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramping"). The patient was treated with surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed)), surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed)), surgery (to remove essure implant.), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, headache and nausea outcome was unknown and the migraine and dysmenorrhoea had resolved. The reporter considered device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: new reporter was added, patient demographic details added, lab data added, events added - uterine perforation, vaginal bleeding, menorrhagia, migraines, headaches, nausea, dysmenorrhea, menstrual cramping. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device:right side essure noted to have perforated uterus"), device expulsion ("migration of essure device location of device:right side essure noted to have perforated uterus"), embedded device ("essure coil embedded in right posterior serosa"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "an endometrial ablation with hydrothermal ablator with essure in place". The patient's previously administered products included for an unreported indication: mircette on 6-dec-2010. Concurrent conditions included menstruation irregular and excessive menstruation. Concomitant products included norlestrin fe (loestrin fe) from april 2011 to september 2014 for pain menstrual, heavy periods, nausea and headache as well as ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation, device expulsion, embedded device, pelvic pain, dysmenorrhoea and vaginal haemorrhage, menorrhagia (for all these events seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed) and cystoscopy), surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, headache and nausea outcome was unknown and the dysmenorrhoea and migraine had resolved. The reporter considered device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-sep-2011: total bilateral occlusion jun2014 - ultrasound - impression: 1. Thickened heterogeneous endometrium with possible intrinsic mass. Clinical correlation is advised. Linear echogenic region is present within the endometrium, possibly related to prior endometria' ablation. 2. Normal appearance of the ovaries bilaterally. 04jun2014 : ultrasound results assessment: dysfunctional uterine bleeding. Dysmenorrhea. 16jun2014: endometrial biopsy assessment: endometrial thickening on ultrasound. 24sep2014 diagnosis: dysmenorrhea, excessive menstruation . Most recent follow-up information incorporated above includes: on 30-mar-2018: medical records received: reporter, concomitant disease and event an endometrial ablation with hydrothermal ablator with essure in place and essure coil embedded in right posterior serosa were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device:right side essure noted to have perforated uterus"), device expulsion ("migration of essure device location of device:right side essure noted to have perforated uterus"), embedded device ("essure coil embedded in right posterior serosa"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 45-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "an endometrial ablation with hydrothermal ablator with essure in place". The patient's previously administered products included for an unreported indication: mircette on(B)(6) 2010. Concurrent conditions included menstruation irregular, excessive menstruation, fatigue and menometrorrhagia. Concomitant products included norlestrin fe (loestrin fe) from april 2011 to september 2014 for pain menstrual, heavy periods, nausea and headache as well as ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced migraine ("migraines") and nausea ("nausea"). On (B)(6) 2014, 2 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2014, the patient experienced acne ("acne"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed)), surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed)), surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed)), surgery (to remove essure implant.), surgery (total laparoscopic hysterectomy and cystoscopy), surgery (ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, embedded device, pelvic pain, nausea and acne outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine and headache had not resolved. The reporter considered acne, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2014 - ultrasound - impression: 1. Thickened heterogeneous endometrium with possible intrinsic mass. Clinical correlation is advised. Linear echogenic region is present within the endometrium, possibly related to prior endometria' ablation. 2. Normal appearance of the ovaries bilaterally. (B)(6) 2014 : ultrasound results. Assessment: dysfunctional uterine bleeding. Dysmenorrhea. (B)(6) 2014: endometrial biopsy. Assessment: endometrial thickening on ultrasound. (B)(6) 2014 diagnosis: dysmenorrhea, excessive menstruation. (B)(6) 2011: procedure worked and was blocking tubes. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, menorrhagia. Dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device:right side essure noted to have perforated uterus'), device expulsion ('migration of essure device location of device:right side essure noted to have perforated uterus'), embedded device ('essure coil embedded in right posterior serosa'), device dislocation ('device migration'), pelvic pain ('pain'), dysmenorrhoea ('dysmenorrhea (cramping)/menstrual cramping'), vaginal hemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 45-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "an endometrial ablation with hydrothermal ablator with essure in place". Medical conditions: (B)(6) 2014 - ultrasound - impression: 1. Thickened heterogeneous endometrium with possible intrinsic mass. Clinical correlation is advised. Linear echogenic region is present within the endometrium, possibly related to prior endometria' ablation. 2. Normal appearance of the ovaries bilaterally. (B)(6) 2014 : ultrasound results. Assessment: dysfunctional uterine bleeding. Dysmenorrhea. (B)(6) 2014: endometrial biopsy. Assessment: endometrial thickening on ultrasound. (B)(6) 2014 diagnosis: dysmenorrhea, excessive menstruation. (B)(6) 2011. Procedure worked and was blocking tubes. Previously administered products included for an unreported indication: mircette. Concurrent conditions included menstruation irregular, excessive menstruation, fatigue and menometrorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2014 for pain menstrual, heavy periods, nausea and headache as well as ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced migraine ("migraines") and nausea ("nausea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. In 2014, the patient experienced acne ("acne"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery ( total laparoscopic hysterectomy and cystoscopy and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, embedded device, device dislocation, pelvic pain, nausea and acne outcome was unknown and the dysmenorrhoea, vaginal hemorrhage, menorrhagia, migraine and headache had not resolved. The reporter considered acne, device dislocation, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: date of removal: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, menorrhagia. Dysmenorrhea. Lot number: 846827. Manufacturing date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device:right side essure noted to have perforated uterus'), device expulsion ('migration of essure device location of device:right side essure noted to have perforated uterus'), embedded device ('essure coil embedded in right posterior serosa'), device dislocation ('device migration'), pelvic pain ('pain'), dysmenorrhoea ('dysmenorrhea (cramping)/menstrual cramping'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 45-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "an endometrial ablation with hydrothermal ablator with essure in place". The patient's previously administered products included for an unreported indication: mircette. Concurrent conditions included menstruation irregular, excessive menstruation, fatigue and menometrorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from april 2011 to september 2014 for pain menstrual, heavy periods, nausea and headache as well as ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced migraine ("migraines") and nausea ("nausea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. In 2014, the patient experienced acne ("acne"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (ablation, hysterectomy (full)/total hysterectomy (uterus and cervix removed), total laparoscopic hysterectomy and cystoscopy, endometrial ablation and to remove essure implant.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, embedded device, device dislocation, pelvic pain, nausea and acne outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine and headache had not resolved. The reporter considered acne, device dislocation, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date of removal: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: (B)(6) 2014 - ultrasound - impression: thickened heterogeneous endometrium with possible intrinsic mass. Clinical correlation is advised. Linear echogenic region is present within the endometrium, possibly related to prior endometria' ablation. Normal appearance of the ovaries bilaterally. (B)(6) 2014 : ultrasound results. Assessment: dysfunctional uterine bleeding. Dysmenorrhea. (B)(6) 2014: endometrial biopsy. Assessment: endometrial thickening on ultrasound. (B)(6) 2014 diagnosis: dysmenorrhea, excessive menstruation. (B)(6) 2011. Procedure worked and was blocking tubes. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, menorrhagia. Dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new event migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device:right side essure noted to have perforated uterus"), device expulsion ("migration of essure device location of device:right side essure noted to have perforated uterus"), embedded device ("essure coil embedded in right posterior serosa"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 45-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "an endometrial ablation with hydrothermal ablator with essure in place". The patient's previously administered products included for an unreported indication: mircette on (B)(6) 2010. Concurrent conditions included menstruation irregular, excessive menstruation, fatigue and menometrorrhagia. Concomitant products included norlestrin fe (loestrin fe) from (B)(6) 2011 to (B)(6) 2014 for pain menstrual, heavy periods, nausea and headache as well as ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced migraine ("migraines") and nausea ("nausea"). On (B)(6) 2014, 2 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2014, the patient experienced acne ("acne"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed)), surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed)), surgery (hysterectomy (full)/total hysterectomy (uterus and cervix removed)), surgery (to remove essure implant.), surgery (total laparoscopic hysterectomy and cystoscopy), surgery (ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, embedded device, pelvic pain, nausea and acne outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine and headache had not resolved. The reporter considered acne, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2014 - ultrasound - impression: 1. Thickened heterogeneous endometrium with possible intrinsic mass. Clinical correlation is advised. Linear echogenic region is present within the endometrium, possibly related to prior endometria' ablation. 2. Normal appearance of the ovaries bilaterally. (B)(6) 2014 : ultrasound results assessment: dysfunctional uterine bleeding. Dysmenorrhea (B)(6) 2014: endometrial biopsy assessment: endometrial thickening on ultrasound. (B)(6) 2014 diagnosis: dysmenorrhea, excessive menstruation (B)(6) 2011 procedure worked and was blocking tubes. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, menorrhagia. Dysmenorrhea. Most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease updated suspect drug indication. Event acne added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.